Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed from 01 jan 2021 to 05 july 2023. No previous complaints on this device. Analysis of the returned device is complete. Results: the event log for nimbus ii plus, serial number (B)(6) was reviewed, and it was discovered that the event log captured the infusion complete alert. Then the test was performed on the nimbus ii plus, serial number (B)(6), where the pump flow rate accuracy was within the acceptable limit. The reported complaint was not confirmed in the event log, but it was not repeated in the performance test. The pump operates inside the specification and meets the acceptance criteria.

Event description:
Customer reported pump not infusing proper amount. Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.